Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
The health care provider (hcp) reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The logs reported that a motor stall occurred at 08:50 on (B)(6) 2015 and recovered at1 2:19 on (B)(6) 2015. The hcp said no magnetic fields had been near the pump. Symptoms of diarrhea, anxiety, and diaphoresis were noted. This was a sudden change in therapy/symptoms. The symptoms coincided with the motor stall. The patient was now doing better, but the hcp was not sure if it was from oral drugs the patient was given or the motor stall recovering. The patient reported to the emergency room (ER) twice with symptoms of withdrawal. The first time (at the ER) was on (B)(6) 2015. Per the hcp, the patient was given meds and released after the ER visit (due to the fact that the first motor stall occurred). The patient returned to the ER on (B)(6) 2015 due to additional motor stalls. Motor stalls occurred again on (B)(6) 2015 at 23:35 with recovery on (B)(6) 2015 at 04:20 with another motor stall on (B)(6) 2015 at 10:27. Logs showed a recovery finally occurred on (B)(6) 2015 at 17:14, but the hcp felt more comfortable replacing the pump due to the multiple stalls. The replacement was completed on (B)(6) 2015. The patient was admitted to the hospital and was placed on a patient controlled analgesia (pca) pump and had a 50 mcg fentanyl patch placed. The issue was resolved as of (B)(6) 2015. The indications for use were non-malignant pain and lumbar radiculopathy. The drugs being delivered via the pump were clonidine, bupivacaine, and dilaudid. Clonidine was initially reported as being delivered at a concentration of 100 mcg/ml and a dose of 16.015 mcg/day. Bupivacaine was initially reported as being delivered at a concentration of 5 mg/ml and a dose of 0.800 mg/day. Dilaudid was initially reported as being delivered at a concentration of 20 mg/ml and a dose of 3.203 mg/day. However, it was later reported that bupivacaine was being delivered at a dose of 0.5496 mg/day, dilaudid was being delivered at a dose of 2.896 mg/ml, and clonidine was being delivered at 10.99 mcg/day. The logs showed that hydromorphone was being delivered at 2.896 mg/day, clonidine was being delivered at 14.48 mcg/day, and bupivacaine was being delivered at 0.7240 mg/day. The lot numbers were unknown. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Replace eval code-conclusion.